Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue, and replaced the graphic user interface (gui) central processing unit (cpu) and gui backlight harness kit, which resolved the reported issue. The ventilator then passed all performed calibrations and tests.

Event description:
It was reported that the ventilator's lower graphic user interface (gui) display was fuzzy. The ventilator was not in patient use at the time of the reported event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.